Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -7.5d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens was intraoperatively implanted, removed and replaced with a shorter length lens and problem was resolved. Cause of event was reported as unknown.